Event description:
A medwatch was received indicating that the "pt's abdomen was burned by electrosurgical pencil during cesearean section". The customer was contacted for add'l info. The burn required excision.